Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl) and moderate ketones. The cause for the reported elevated bg level was unknown. Customer delivered a bolus to address elevated bg levels. At the time of the report, customer's bg level had stabilized to 200 mg/dl. Recommendation was made to discuss diabetes management with customer's health care professional.